Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported suspected aortic root thrombus, suspected outflow graft thrombus, heparin induced thrombocytopenia, and renal dysfunction could not be conclusively determined through this evaluation. Additionally, the reported low flow alarms could not be confirmed through this evaluation as no log files were submitted for review. A direct cause for the reported alarms could not be conclusively determined through this evaluation. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the relevant sections of the device history records of (B)(6) showed no deviations from the manufacturing and qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) lists arterial non-central nervous system/venous thromboembolism and renal dysfunction as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's extracorporeal membrane oxygenation (ECMO) circuit was clotted off and there was a suspected thrombus in the aortic root and possibly the outflow graft (ofg). The patient was reported to be hypercoagulable at baseline and was positive for heparin induced thrombocytopenia (hit). On the morning of (B)(6) 2023, the patient's left ventricular assist device (lvad) flows started to decrease and they were taken to have their right ventricular assist device (rvad) repositioned, but their condition decompensated and was transitioned to ECMO.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was initiated on continuous renal replacement therapy for serum creatinine (scr) of 4.29 and was placed on ECMO on (B)(6) 2023. On (B)(6) 2023 permanent catheters (permcath) was placed and the patient was decannulated from the ECMO. White blood cell (wbc) count was noted to be rising due to unknown source and the patient was initiated on meropenum. On (B)(6) 2023, the continuous renal replacement therapy (crrt) was discontinued and hemodialysis was initiated on (B)(6) 2023, the last session of hemodialysis occurred on (B)(6) 2023 and the patient's renal function returned. The patient was discharged on (B)(6) 2023 in a stable condition.